Event description:
Patient reported through the maude database on (B)(6) 2015 a skin irritation that occurred on (B)(6) 2014. Patient stated that they have used dexcom sensors since the beginning of 2014 and after the first week, noticed an oval-shaped, raised rash accompanied by ooze and pus, the size of the sensor patch adhesive. Patient reported that this reaction repeated with every weekly sensor session. Patient subsequently developed an infection, was placed on antibiotics and had to refrain from the using the sensors for a week to allow healing time. Patient attempted use of barrier tapes and wipes and stated they do not work. Patient reported they now use a flovent inhaler applied to the skin to prevent further reactions. Patient believes they are allergic to the sensor patch adhesive. Patient did not report any further medical intervention.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).